Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-13563. It was reported the left lead had high impedances preventing the use of the left lead. Patient has effective therapy. There were no visible fractures noted upon x-ray review. The lead was explanted and replaced. There were no complications during the procedure and therapy was restored post procedure. Patient was stable. It is unknown which lead was replaced therefore both are being reported.

Manufacturer narrative:
A patient's left lead had high impedances preventing the use of the left lead was reported to abbott. Patient has effective therapy. There were no visible fractures noted upon x-ray review. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of high impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken and a cam impression consistent with the use of a swift-lock anchor. When a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.